Event description:
It was reported that during testing, the pulse generator exhibited intermittent output. Device reprogramming was performed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.